Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) on behalf of the healthcare provider (hcp) reported that the patient was having recurring nausea and vomiting symptoms and need the names of some managing physicians in the area. No further complications were reported/anticipated. The implantable neurostimulator was indicated for gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) on behalf of the healthcare provider (hcp) reported that the patient was having recurring nausea and vomiting symptoms and need the names of some managing physicians in the area. No further complications were reported/anticipated. The implantable neurostimulator was indicated for gastric stimulation. (B)(6)2017 mpxr 464421.1 (rep, hcp): additional information from the rep on behalf of the hcp reported the device was interrogated on (B)(6)2017. The device was on and everything was working perfectly. Impedance read at 599, voltage 5.8, pulse width 330, rate 28hz, cycling on .1, cycling off 5. The patient was still experiencing nausea and vomiting and had another appointment set up with another physician. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device had not been functioning. Since late last fall the patient had a return of symptoms and has been hospitalized multiple times. The patient¿s healthcare provider was getting ready to hospitalize the patient again due to weight loss and the patient was unable to tolerate things by mouth. It was noted that the patient was doing great for 6 years. There were no further complications reported as a result of this event.